Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 5019505.

Event description:
It was reported that the deep brain stimulation (dbs) patient developed perielectrode edema two weeks after the implant procedure and had symptoms of bradypsychia and nominal dysphasia. The edema was found via computed tomography (CT) around the implanted electrode. The physician suspected foreign body reaction. Although there was no underlying infection the patient was treated preventively with antibiotic therapy. The patient was hospitalized and is doing fine.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 5019509.

Event description:
It was reported that the deep brain stimulation (dbs) patient developed perielectrode edema two weeks after the implant procedure and had symptoms of bradypsychia and nominal dysphasia. The edema was found via computed tomography (CT) around the implanted electrode. The physician suspected foreign body reaction. Although there was no underlying infection the patient was treated preventively with antibiotic therapy. The patient was hospitalized and is doing fine.